Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the left main coronary artery (lmca). The lesion was 80% stenosed, 2.25mm in diameter and 6mm long. The lesion was treated with direct stent placement using a 2.25x8mm taxus liberte stent. Residual stenosis was 10%. The patient was discharged on aspirin and prasugrel one day later. In (B)(6) 2012, it was noted the patient expired. Additional information has been requested and is not available.

Event description:
It was further report that the patient died of meth amphetamine intoxication.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).